Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where a post procedure slda (single leaflet device attachment) happened. The mitral regurgitation (mr) before the procedure was severe and after the pascal was implanted, the mr was reduced to mild. Almost six months after the procedure, a late slda was seen on tee (transesophageal echo) and the mr came back as severe. A reintervention was done and a mitraclip xt was implanted close to the pascal device. The regurgitation was reduced to mild, and the patient was discharged.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant detaches from both leaflets into vasculature (post procedure) was confirmed with other empirical evidence as reported by the edwards clinical specialist. Available information suggests that patient factors may have contributed to this event. Patient factors include unusual fragility of the leaflet material due to total detachment of the pascal device and confirmed perforation of p2 including torn chordae tendinae as a result of a mitraclip implant. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed based on the event description. Available information does not lead to any clear root cause and imaging was not provided to perform further analysis. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11.

Event description:
Additional information received stated that the patient has been treated surgically with success. The valve was replaced, and the detached pascal was retrieved.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11.

Event description:
As per new information received from ew rep in germany, approximately 1 year and two months after the index procedure, a total detachment of the pascal device and piercing of the pml as a result of the mitraclip implant was detected. The pascal device was found in the truncus bracho-cephalicus. The patient is being discussed for surgery (device-extraction and valve replacement). As per medical opinion, the root cause of the total detachment of the pascal device was unknown but physician's suspicion was that it might be due to a unusual fragility of the leaflet material as the mitraclip also partially detached. Patient experienced usual heart failure symptoms like fatigue and shortness of breath.